Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "on/off button and ok button unresponsive", which was reproduced. The device evaluation confirmed the keys in row one to be inoperable caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had a "on/off button and ok button unresponsive" keypad response. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04629 can be removed from the FDA database.